Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00479. It was reported one of the patient's leads had migrated out of the epidural space. The patient underwent surgical intervention where the lead was explanted and replaced with a new one. It is unknown which was replaced, therefore we are reporting on both.